Event description:
Clogged line/tip broke off.

Manufacturer narrative:
Per information provided by (B)(6) in an email dated (B)(6) 2013, "I have contacted the staff in the department where this particular piece of equipment was identified to have malfunctioned. The event when this occurred was several months ago and based on the information I received, it doesn't appear this piece of equipment malfunctioned during a procedure, nor did it come in contact with any patient at any time. It was during the pretesting of the equipment prior to the start of cases when the equipment was identified as malfunctioning. It was not used during any procedure." Probe was received for evaluation on (B)(4) 2013. The customer returned a damaged perc-17 probe labeled #3 without the shaft. When the broken end of the shaft was examined under a microscope, it was very likely that the issue was caused by the shaft being bent back and forth until it broke. The actual shaft and tip were not returned for evaluation.

Manufacturer narrative:
Initial information suggests a potentially reportable event. A device history record review has been conducted on the reported lot number and serial number with no issues found. Additional information, a more detailed description of the event, and return of the cryoprobe has been requested. Healthtronics contacted the initial reporter by phone and email on (B)(4) 2013. No additional information provided other than hospital risk management has not finished conducting internal investigation and until completed product can not be released. A follow-up report will be submitted when product and event information are received. Not returned to manufacturer.